Manufacturer narrative:
The affected passeo 18 balloon was used to treat a calcified lesion in the medial to distal ata. The balloon was inserted, placed and inflated but the pressure could not be held. No inflation device was used. The balloon was withdrawn and another balloon was inserted and placed inside the lesion. The 2nd balloon did not hold pressure either and was withdrawn. The treatment was successfully completed by using a 3rd balloon. The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed. The balloon was returned deflated. After connecting it to inflation device, a pinhole was observed at the distal part of the balloon. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in process and final inspection. In addition to visual inspections the instrument was tested for air tightness by means of a helium leak test. It is confirmed that the instrument was delivered in a leak proof condition. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The damage was most likely caused by a hard calcification.

Event description:
Ous MDR - during the attempt to apply pressure, the passeo-18 balloon could not be inflated.